Event description:
It was reported that during a rotational atherectomy treatment procedure, foreign matter was found. The lesion was located in a non-tortuous and moderate to severely calcified unspecified vessel. The physician attempted to advance a 1.5mm rotablator rotalink burr on the 330cm rotawire guide wire but encountered difficulty advancing and getting stuck in the guide catheter. He removed the wire and there was a big glob of wax on the wire. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: visual and tactile inspection of the device revealed foreign material approximately 7.5cm from the distal end. The device was measured and met specifications. The portion of foreign material was sent to the mtac lab for analysis and they identified the material as a polymer polyamide type compound. The chemicals identified in the polymer polyamide type compound are not used during the manufacturing process of this device. It is possible that contact with another object/device during the procedure which may have left this type of polymer residue on the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, foreign matter was found. The lesion was located in a non-tortuous and moderate to severely calcified unspecified vessel. The physician attempted to advance a 1.5mm rotablator rotalink burr on the 330cm rotawire guide wire but encountered difficulty advancing and getting stuck in the guide catheter. He removed the wire and there was a big glob of wax on the wire. No complications were reported and the patient's status is fine.

Event description:
It was reported that during a rotational atherectomy treatment procedure, foreign matter was found. The lesion was located in a non-tortuous and moderate to severely calcified unspecified vessel. The physician attempted to advance a 1.5mm rotablator rotalink burr on the 330cm rotawire guide wire but encountered difficulty advancing and getting stuck in the guide catheter. He removed the wire and there was a big glob of wax on the wire. No complications were reported and the patient's status is fine.